Manufacturer narrative:
Block h6: imdrf code a0401 captures the reportable event of cinch wire break. Imdrf code a150101 captures the reportable event of failure to deploy. Imdrf code f2301 captures the reportable event of additional device required. Investigation results summary: the suture cinch was not returned. A product analysis could not be performed. Therefore, the reported events could not be confirmed due to the lack of evidence. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the cinch failure to deploy and cinch wire break were due to the physician's technique during the procedure or was related to a device malfunction. The reported event of additional device required occurred during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a suture cinch was utilized in a colonoscopy with endoscopic mucosal resection (emr) procedure on (B)(6) 2026. During the procedure, the suture cinch failed to deploy as intended due to a break in the cinch wire. To facilitate deployment, a kelly clamp was attached to the cinch wire and manual traction was applied, resulting in successful deployment of the cinch. The procedure was completed using the original device. No patient complications were reported as a result of the event.